Event description:
The unopened flexifo pump-set and the clave were forwarded to the MFR, ICU medical, inc., for evaluation. ICU expressed concern when rptr first reported the complaint and prior to the reception of the samples that the clave connector is designed to accept a standard male luer and is clearly labeled for intravenous use only. The labeling for the flexiflo set clearly states the set is "not for IV use". The labeling for the nutrition bag also states that it is "not for IV use". It is critical in these type situation that the home nurse and the customer both read the labels prior to using any device.